Manufacturer narrative:
Date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During the procedure it was noted that the hi-torque versaturn guidewire tip was unraveled and stretched. The guide wire remained in one piece and was not peeled or broken. The guide wire was simply withdrawn and imaging was confirmed that no portion of the guide wire remained in the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break could not be confirmed; however, it is possible that the stretched coils is what was being referred to. The reported stretched coils was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a difficult to remove guide wire include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, removal technique, lubricity, and/or damage to the guide wire. Factors that may contribute to stretched coils during use include, but are not limited to, interaction with challenging anatomy and/or interaction with accessory devices. Factors that may contribute to break (tip) include, but are not limited to, corrosion, tip tensile strength, interaction with challenging anatomy, and/or interaction with accessory devices. There was no damage or anomalies noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the guide wire interacted with the patients heavily tortuous anatomy or an accessory device during removal, as resistance was noted, resulting in the reported difficult to remove and subsequent stretched coils; however, this cannot be confirmed. Additionally, although the reported break (tip) was unable to be confirmed by analysis, it is possible that the reported stretched coils was the damage being referred to. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. B3: date of procedure updated from (B)(6) 2022.

Event description:
It was reported that the procedure was to treat an unspecified lesion. During the procedure it was noted that the hi-torque versaturn guidewire tip was unraveled and stretched. The guide wire remained in one piece and was not peeled or broken. The guide wire was simply withdrawn and imaging was confirmed that no portion of the guide wire remained in the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, additional information was obtained: the procedure was to treat a very tortuous, not calcified unspecified lesion. The account confirmed that during removal resistance was met with an unspecified source which is what caused the stretching and unraveling. The procedure was completed then and no additional wire was required. No additional information was provided.